Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-22-client is testing with expired test strips (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 251, 138, and 261mg/dl. The expected fasting blood glucose test result range is 120 to 130mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 10/27/18 and open vial date is months ago (expired). The meter memory was reviewed for previous test result history: result 1:251mg/dl date: (B)(6) 2018 time:9:24 am fasting, result 2:110mg/dl date:(B)(6) 2018 time:9:49 am fasting, result 3:138mg/dl date: (B)(6) 2018 time:12:30pm fasting, result 4:251mg/dl date:(B)(6) 2018 time:11:16am fasting, result 5:261mg/dl date:(B)(6) 2018 time:11:14am fasting, customer is concerned with the high results that he is getting from his meter.